Manufacturer narrative:
The technician found the hydraulics for hi/low had air in the line. The technician purged the hydraulics to repair the bed.

Event description:
Information received indicates the foot hi/low function is drifting.